Manufacturer narrative:
A wallflex biliary rx partially covered stent and delivery system was received for analysis. The stent was received fully covered by the outer sheath and the handle was not actuated beyond its reconstrainment limit. Functional evaluation found it was possible to deploy the stent using the delivery system as received with no resistance. There were no issues noted with the stent and no other issues were noted with the device. The complaint was not confirmed; the device was found within specification. The reported event was likely due to anatomical or procedural factors, which limited the performance of the device. Therefore, the most probable root cause of the complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx partially covered stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the stent failed to deploy. The stent was fully covered by the outer sheath when removed from the patient. Reportedly, the physician noted that delivery system broke at the guidewire access sleeve (gas). The procedure was completed with another wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be doing stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx partially covered stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the stent failed to deploy. The stent was fully covered by the outer sheath when removed from the patient. Reportedly, the physician noted that delivery system broke at the guidewire access sleeve (gas). The procedure was completed with another wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be doing stable.